Event description:
The consumer states the day they received the chair, they charged the unit overnight. In the morning they unplugged the charger and turned joystick all the way down when the chair allegedly took off on its own, going in circles. No serious injury alleged.